Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient presented a week post new vns implant with redness around the chest incision. The doctor was monitoring it and the patient eventually presented to the ER and the surgeon on call decided to explant the lead and generator. Cultures were taken of the site. The manufacturer's device history records of the generator and lead were reviewed. Sterility of the generator and lead prior to release was verified. No further relevant information has been received to date. Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.